Event description:
The dental implant fx4512swc was removed on (B)(6) 2017 due to insufficient primary stability on the same day as implant placement .the patient has no significant medical history and has been recovered without complication.